Event description:
Customer reported a malfunction of the insulin pump. Customer stated the pump was continuously alarming for a loose motor support disk during the manual prime. Customer found the motor support disk was flush but moved easily when pressed. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.